Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for generator change out due to eol. Insulation damage was noted on the lead. Lead was capped and replaced. There were no adverse consequences to the patient.